Manufacturer narrative:
This report has been identified as event 3 of b. Braun medical internal report number (B)(4). As reported by the user facility, no samples are available for further evaluation. Without the actual device and lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Event description:
Event 3: as reported by the user facility: "cracking is happening when sodium bicarbonate IV fluids are infusing for long durations of time. We utilize sodium bicarbonate fluids for long duration of time, depending on the patients' urine ph when we administer our high dose methotrexate chemotherapy regimen. We have also had issues with leur locks cracking with infusion of sodium bicarbonate."